Event description:
The complainant reported that a vaxcel implantable port was being placed in 2006. During the procedure, the peelable sheath did not tear down the perforation. It broke mid way and off center. A new sheath was used in order to complete the procedure. The procedure was successfully performed and the pt's outcome was classified as good. There was no indication from the complainant of any adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
This device is currently being evaluated by the MFR. Following completion of the engineering eval, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.